Event description:
Patient was burned in right temporal area with electrode during ect. Procedure, electrode apparently burned through defibrillator pad giving patient what appeared to be a second degree burn. Neosporin ointment was applied to the area while patient was still in operating room. Ect evaluated; no apparent problems. Technique/u evaluated and may have contributed although initial evaluation indicates proper use and techniquedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: telemetry failure, none or unknown, inherent risk of procedure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.